Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. The customer complaint of tubing broken ¿separated¿ was confirmed. Picture received by customer shows that the non-dehp tubing was completely separated from the nac-zero valve .

Event description:
The customer reported a bi-fuse tubing broke when the patient moved suddenly during a blood draw. The tubing was replaced and there was no patient harm.